Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Incident description: a critically ill septic patient required high doses of various IV medications, including vasopressors, propofol, fentanyl, bicarbonate, and frequent electrolyte replacements. The infusion pumps frequently alarmed due to air in the lines, causing stressful and rapid responses, especially when both norepinephrine lines alarmed simultaneously, leading to dangerously low blood pressure. Electrolyte replacements also triggered air alarms, resulting in wasted solutions and incomplete doses. The shift was dominated by attending to pump alarms, priming and repriming tubing, and trying new bags, which led to significant waste and delayed other patient care needs like turning, dressing, and hygiene. The constant confirmation steps and number scrolling mechanism of the pumps were exhausting and time-consuming for staff. These air alarms persisted for three consecutive night shifts, causing ongoing stress and challenges for the healthcare team.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.